Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-06590. It was reported that a balloon rupture occurred. The lesion being treated was located in the calcified superior femoral artery. The physician advanced a 8x40mmx80cm sterling balloon catheter to the target lesion. The physician inflated to the rated burst pressure (rbp) and the balloon ruptured. The device was successfully removed. Then the physician inflated a second 8x40mmx80cm sterling balloon, however it also ruptured at rbp. Upon removal, the balloon became stuck and the guide catheter and sheath were removed together. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon. The majority of the balloon body was longitudinally torn. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2013-06590. It was reported that a balloon rupture occurred. The lesion being treated was located in the calcified superior femoral artery. The physician advanced a 8x40mmx80cm sterling balloon catheter to the target lesion. The physician inflated to the rated burst pressure (rbp) and the balloon ruptured. The device was successfully removed. Then the physician inflated a second 8x40mmx80cm sterling balloon, however it also ruptured at rbp. Upon removal, the balloon became stuck and the guide catheter and sheath were removed together. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.